Event description:
After three passes, the cutter window would not shut. The unit could not be re-entered into the patient. The patient had embolization. The physician tried to cut it out and also aspirate it with a 5fr catheter. The patient had a small blockage in the heel of the foot at the end of the case. Per 2/2006 conversation with the physician, the patient has been back for a follow-up and is doing fine.